Event description:
It was reported the patient experienced a grand mal seizure on (B)(6) 2010. No action was taken. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Previous information stated that the patient's grand mal seizure of (B)(6) 2010, was "probably" related to the programming/stimulation. It was later reported that the patient had a generalized epileptic seizure (grand mal), with generalized tonic-clonic convulsions, on (B)(6) 2010 programming/stimulation was "definitely" related to the event. The stimulation was stopped. The patient resolved without sequelae.